Event description:
Patient reported he is experiencing halos around lights and diminished intermediate vision post operative implant of a multifocal intraocular lens. The lens remains implanted.

Manufacturer narrative:
The intraocular lens (iol) remains implanted. During follow-up with the implant surgeon he stated the lens is well centered and not defective. In his opinion, the patient is not able to adjust to the multifocality of the iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. The lens met manufacturing specifications prior to release. Device remains implanted.